Event description:
It was reported that this pacemaker exhibited farfield oversensing of ventricular signals in the atrial channel that was noted in a stored atrial tachy response (atr) episode. Technical services (ts) provided a review discussing a small farfield signal and recommended switching to automatic gain control instead of a fixed sensitivity. The health care professional (hcp) discussed the patient had been feeling faster heart rates. Ts reviewed the presenting electrogram (egm) and recommended a treadmill test to see if there is a block and if so, adjust the atrial ventricular delay. This pacemaker remains in service. No adverse patient effects were reported.